Manufacturer narrative:
Patient information: information was not provided. Date of event: specific date of occurrence was not provided. The customer reported the patient rashes occurred within the last month. Lot #: the product lot number for the steri-strip blend tone skin closures applied to the patients who experienced a rash was unknown. The customer reported 2023-07au was the current lot number in stock. A medical complaint history review was completed for steri-strip skin closures from (B)(6) 2017 - (B)(6) 2019. The number of medical complaints were low with no trends noted. Complaints will continue to be monitored.

Event description:
A customer alleged b1557 3m¿ steri-strip¿ blend tone skin closures were applied to plastic surgery patients in the operating room. The customer alleged three to four patients experienced a rash with use of the steri-strip closures. The customer estimated three of the four patients experienced a significant skin rash requiring treatment with a steroid dose pack. Individual patient information was not provided. The customer reported all of the patient rashes were resolved.